Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to insert could not be determined. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E3: occupation corrected from ni to physician.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported difficult to insert could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, hydrophilic coating was present throughout the surface of the sheath via tactile inspection with water. A proxy .038inch guide wire was backloaded through the sheath without resistance noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to insert could not be determined. Factors that contribute to difficult to insert into the anatomy, include, but not limited to, patient artery/anatomy variables. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction - device available for evaluation from no to yes. H6: component code 4755 was removed, and 788, 3067, and 829 were added. H6: type of investigation code 4115 was removed, and code 10 was added.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using a proglide device. Reportedly, resonance was noted when advancing the device into the anatomy. The device was removed and a new unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.